Event description:
It was reported that when the catheter was flushed, the extension tube of the catheter connector was inflated like a balloon. No resistance was felt to both positive and negative pressure and it was able to use. There was no reported patient injury.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. Based on a review of available complaint information and an evaluation of the available sample evidence, the following was concluded: the complaint of ballooning of the extension tubing was confirmed and the cause appeared to be use-related. The product returned for evaluation was one 4fr single lumen groshong proximal connector segment. Usage residues were observed throughout the sample. The extension tubing markings were partially worn. Superficial stress fractures were observed near the distal end of the extension tubing. An attempt to infuse water through the sample using a 12ml syringe revealed the sample to be patent to infusion; however, during pressurization, ballooning of the extension tubing was observed near the distal end. Tactile inspection of the sample revealed severe tensile weakness and necking at the site of ballooning. The ballooning, tensile weakness and stress fracturing were consistent with damage caused by flushing against resistance. Such damage may occur if the catheter becomes occluded or if a small syringe is used to flush the sample. H3 other text : evaluation findings are in section h.11.

Event description:
It was reported that when the catheter was flushed, the extension tube of the catheter connector was inflated like a balloon. No resistance was felt to both positive and negative pressure and it was able to use. There was no reported patient injury.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The manufacturer has received the sample and will evaluate. Results are expected soon.